Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported the patient's device was not working for an hour. No symptoms were reported. The event date was unknown. No further information was reported/anticipated.